Event description:
It was reported that this spinal cord stimulation (scs) device was replaced because the patient had to charge the implantable pulse generator (ipg) more frequently and wanted to upgrade to new technologies. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. Postoperatively the patient had coverage of all pain areas.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.